Manufacturer narrative:
Manufacturer narrative: the customer reported the cns (central monitoring system) is having hard drive errors and he would like to replace the hard drive. The customer was sent a configured hard drive on 11/06/2015. On 12/01/2015 nihon kohden attempted to obtain additional information from the customer concerning this report. A voice message was left for the customer requesting more information. The customer did not return the phone call. No additional information is available concerning this report. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the cns (central monitoring system) is having hard drive errors and he would like to replace the hard drive.